Manufacturer narrative:
This report is submitted on september 17, 2021.

Event description:
Per the clinic, it was reported that the equipment gets hot due to device misuse resulting in the burning sensation to the patient on the face. However, no serious injury has occurred.